Event description:
Additional information identified the ipg was explanted and replaced which resolved the issue. Reportedly, the patient received stimulation postoperatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ipg no longer communicate with clinician programmer and the patient controller. It is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy.